Event description:
It was reported that customer experienced screen display delay on device. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.